Manufacturer narrative:
Concomitant medical products: product ID: 8780, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine with concentration 3 mg/ml at a dose rate of 2.46 mg/day and morphine with concentration 1 mg/ml at a dose rate of 0.82 mg/day via an implantable pump for an unspecified indication for use. It was reported that the pump was implanted two weeks ago, and this was the first refill after implant/revision. The patient was not identified at the time of the report and the pump was not yet registered to a patient in the manufacturers device registry. A pump volume discrepancy occurred. On (B)(6) 2018, the actual reservoir volume (arv) was 16 and the expected reservoir volume (erv) was 2.2. It was also noted that the medication that was aspirated from the reservoir was significantly blood tinged. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: it was initially reported that the patient was not identified at the time of the report and the pump was not yet registered to a patient in the manufacturers device registry. The patient's name was however provided. The patient's date of birth was not further specified. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the needle aspirated fluid surrounding the pump, it was clarified that the they were not 100% sure where the extra fluid came from. The hcp was unsure of the cause of the fluid surrounding the pump. Regarding the cause of the refill issues, it was noted that they did start teaching their staff and they were not 100% what cause the blood tinged fluid. It was clarified that the refill septum was successfully located.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient and device codes were updated/corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the new synchromed clinician software application was used and the date of implant for the pump and catheter was noted to be (B)(6) 2018. Patient information was also provided. It was determined that the needle aspirated fluid surrounding the pump in regard to clarifying the report of the medication that was aspirated from the pump reservoir was significantly blood tinged as well as the cause of the volume discrepancy. It was noted no blood was in the reservoir when rechecked. Actions/interventions taken to resolve the event included teaching and training of staff on refilling pump. The blood tinged aspirate and volume discrepancy had been resolved. The patient¿s weight at the time of the event was 185 pounds and the patient¿s medical history was not provided. It was further reported the device was working and the patient was getting good pain relief. No further complications were reported/anticipated or expected.